Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been loading the cartridge with cold insulin. Customer was informed of proper load procedures and to use room temperature insulin in the cartridge. Customer changed cartridge and infusion set to address the issue, but ultimately reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.